Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is now reported that the patient was revised due to pain.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as the patient was revised due to femoral loosening. Event will be reported under MFR 0001825034-2017-07121.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard ps open box femoral, cat#: 183126 lot#: 397720. Vanguard ps tibial bearing, cat#: 183644 lot#: 031570. Biomet series standard patella, cat#: 184762 lot#: 848060. The complaint device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see reports 0001825034-2017-07007, 0001825034-2017-07121, 0001825034-2017-07126, 0001825034-2017-07127.

Event description:
It was reported that patient underwent left total knee procedure and subsequently experienced pain immediately post-operative. Patient is being scheduled for a revision due to pain and slippage of device.